Manufacturer narrative:
Product analysis: analysis could not confirm the customer comment of the cable not working as all continuity tests were ok and no intermittent or shorted connections found. However, it was noted that the heart lead case halves are discolored. All other visual incoming inspection passed with no anomalies found. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the external pulse generator (epg) was returned for service.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) cable was not working. It was recommended that the cable be returned for analysis, but its current status is unknown. There was no patient involvement.